Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a high blood glucose event. The customer¿s blood glucose was 27.9 mmol/l at the time of incident. Customer stated that the insulin pump was scrolling without the user's input after it has been dropped. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 27.9 mmol/l on the date that the insulin pump was dropped. Customer treated with insulin pump and manual injection. Customer's blood glucose reading was 14.7 mmol/l at the time of call. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.